Event description:
While et tube was being advanced, patient became agitated and the blue cap on the zip tie that holds the hollister endotracheal tube holder (bite block) fell into patient's mouth. Rn and respiratory therapist used flashlight to try to locate cap without success. The doctor was notified and ent consult ordered. Before ent arrived, the patient coughed and cap was then visible in mouth and was removed. No harm to patient. Being discussed in systemwide rt mtg re danger of this small tip.